Event description:
One false negative result received during verification study. The result was compared to pcr and the samples were obtained from symptomatic patients within the first 5 days onset of symptoms.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. High CT value suggests viral load below lod. Root cause: could not duplicate with retains. Source: phone.